Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 355 mg/dl. Customer went to the hospital on (B)(6) 2022 for the repeat occlusions and elevated bg. Customer was treated with fluids. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.